Manufacturer narrative:
The siemens technical support center (tsc) analyzed the instrument data and determined the cause of the discordant sodium and potassium results were due to poor sample quality. The tsc determined that the customer performed a stat spin, not recommended by the tube vendor. Siemens recommended the customer follow the tube manufacturer's recommendations. If tubes are not full draws, then platelets can form which can cause low results on initial aspiration. The tsc determined there were no instrument issues pertaining to this event. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A customer reported that one discordant low sodium (na) result and one discordant low potassium (k) result were obtained from the dimension xpand plus with hm system. A new sample was tested on the same instrument. The initial discordant results were reported to the physician, who questioned the results. The patient was treated for potassium. There were no other reports of adverse health consequences or known patient intervention due to the discordant sodium and potassium results